Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the pump reportedly skipped the change cartridge step of the load process. The customer repeated the load process and successfully completed the change cartridge step. Customer's blood glucose was 262 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.